Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device did not function (was not rotating), the cables of the motor, the motor / controller, bearings and elementary parts were defective and worn and there were burn holes in the hose caused by bipolar forceps. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper use, which is user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. It was reported in the initial medwatch report that the country where the event occurred was (B)(6). The country the event occurred has been updated to (B)(6). It was reported in the initial medwatch report that the country where the event occurred was (B)(6). The country the event occurred has been updated to netherlands. If additional information should become available, a supplemental medwatch report will be sent accordingly

Manufacturer narrative:
Reporter's name, phone number and mailing address were not provided. UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure while performing a diathermy, it was observed that holes were burned into the motor device hose. There were no reports of delay in the surgical procedure. It was unknown if a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.